Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/7/2019. Additional narrative: it was reported that the patient underwent a mesh removal on (B)(6) 2018. It was reported that the patient experienced pain and migration. It was reported that the patient underwent a revisionary procedure on (B)(6) 2017. No additional information was provided. Mwr-18122018-0000279372 submitted for adverse event which occurred on (B)(6) 2017. Mwr-18122018-0000279392 submitted for adverse event which occurred on (B)(6) 2018.